Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported by patient that pump was malfunctioning. She received error in line detected, then low reservoir volume. She changed tubing and to back up pump without incident and no side effects reported. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No additional information is available at this time. The reported product fault occurred while in use with the patient. The pump has been replaced. The patient has a backup device they were able to switch to and had extra extension set. The patient was able to continue their infusion. This is a life sustaining infusion. No patient injury was reported

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: d4: device expiration date / h4: device manufacturing date are not available because no lot or serial number was provided.